Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail is that the nail was too long for the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2026, that a sign im nail implanted to repair a fracture was replaced due to the nail being too long for the patient. The im nail was replaced with a 9mm x 280mm standard im nail per the sign technique manual. Surgeon comment: "at that fixation nial was long into the talus; so, she was kept on cast for mths (till the bone graft starts to consolide) to limit the damage to the talus (by limiting motion at the ankle). Once the bone graft stats to consolidate, we did nail exchange with a shorter nail."